Manufacturer narrative:
Device not explanted.

Event description:
It was reported that a 1-level cervical plate locking mechanism was loose and rotating freely. The plate was not explanted. Note: limited details received.